Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either ca2 calcium gen.2 (ca2) or gluc3 glucose hk (gluc3) and multiple sample alarms on a cobas 6000 c (501) module. Patient 1 initial gluc3 result was 9 mg/dl. The repeat result from a different c501 module was 165 mg/dl. Patient 2 initial ca2 result was 4.7 mg/dl. The repeat result from a different c501 module was 9.8 mg/dl. The questionable results were not reported outside of the laboratory. The technician questioned the initial results as they were "way out of the norm" and repeated the samples. The repeat results were believed to be correct. The reagent lot numbers with expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) found multiple instrument parts needed to be replaced and the system needed to be decontaminated. The fse replaced and adjusted various parts and decontaminated the system. The system was operational and cell blank calibration was successful. The customer had no further issues after the service visit. The investigation determined the service maintenance actions resolved the issue.